Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a bender broke during surgery. No adverse effects were reported as a result of this event.

Manufacturer narrative:
Visual inspection reveals minimal wear and confirms the broken/missing component (roller pin assembly). Functional tests could not be performed as a result of the missing/broken component. The device history was reviewed and no non-conformance was found for this lot. There are no indication of manufacturing defects. Based on the products history, the most probable root cause is that the instrument's retaining ring fell out of the roller pin assembly which caused the roller pin assembly to fall out. Investigations performed concluded that the only way these rings can loose their original shape is by incorrectly using the instrument leaving a significant gap between the pectus bar and the bender.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.